Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, difficult/unable to operate) was captured and addressed. The reported harm, hyperglycemia is directly associated with hazard, difficult/unable to operate. This is captured in risk assessment file (B)(4). Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen needle autoshield duo 30 g x 5 mm jp was difficult to operate or not working/functioning after use. The following information was provided by the initial reporter: the customer states that drug solution had not been administered. According to the information the bdj¿s sales rep. Obtained, his/her high glucose levels had persisted. Bdj additionally obtained the following comments from the medical institution: hyperglycemia occurred in a patient; however, after treatment was switched from autoshield to micro-fine, the glucose levels became stable. Thus, this may be attributed to the patient¿s manipulative techniques for injection rather than the product itself.